Manufacturer narrative:
Concomitant medical products: product ID 8637-40, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving bupivacaine, clonidine and baclofen (unknown concentration and dose) via an implantable pump for non-malignant pain and multiple back operations. The date of the event was (B)(6) 2016. It was reported thepatient had severe pain at the pump pocket site in right buttocks area. The pump was interrogated at the emergency room with normal log results. No action has taken place thus far. The issue was not resolved. On 2-8-16 additional information was received stating the patient¿s symptoms included complaint of headache, increased pain, and swelling in the pump pocket. The issue was identified when the patient was referred for a rotor/dye study that showed disruption of the catheter. The patient was scheduled for a catheter revision/replacement on (B)(6) 2016. The issue was not resolved at the time of this report. Patient status at the time of this report was alive with no injury. On 2-15-16 additional information was received from a healthcare provider who indicated the patient was receiving intrathecal baclofen (type not specified) 150 mcg/ml (dose 151.24 mcg/day), dilaudid 15 mg/ml (dose 15.124 mg/day), clonidine 127.5 mcg/ml (dose 128.55 mcg/day), and fentanyl 125 mcg/ml (dose 126.03 mcg/day) via an implanted pump. The drug therapy was on going. Pertinent medical history included ¿subcutaneous fluid around right buttock drug pump consistent with pseudomeningocele¿. It was noted there was a 9cm discontinuity of catheter from the pump to l3-4 level. Diagnostics performed included rotor function normal and dye study showed discontinuity of catheter from pump to l3-l4 on (B)(6) 2016. The cause of the catheter disruption was not determined and revision/replacement surgery was planned.